Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, commander delivery system balloon burst resulting in withdrawal difficulty occurred during a transcatheter aortic valve replacement procedure (tavr). Right carotid surgical access was obtained. Valve alignment was performed in a straight section of the anatomy without difficulty. During deployment of the 29mm sapien 3 valve, the commander delivery system balloon burst. No extra volume had been added to the balloon prior to inflation. The valve was able to be fully deployed. The balloon ruptured across the middle diameter and "umbrellaed" over the esheath+. The esheath+ would not allow the balloon to pass back through. A variety of techniques were tried but were unsuccessful. The team cut the catheter and exchanged to a 18fr non-ew sheath. The non-ew sheath was advanced over the catheter into the carotid to capture the balloon. The balloon was only partially captured, and it was decided to do a controlled pullback of the sheath and catheter simultaneously. All devices were withdrawn from the patient, and the surgeon closed the site. Angiography was taken after the closure and revealed excellent flow to all vessels with no apparent injury. The patient was transferred to the ICU in stable condition. Post-procedure images of the sheath show that the esheath is damaged. Post procedure images of the delivery system balloon confirm the inflation balloon was umbrellaed over the nose tip and caught at the non-ew sheath distal tip. Additionally, the spring coil appeared stretched, and the distal tip of balloon wings were flared outward. After the procedure, the physician separated the delivery system balloon on the back table. All of the delivery system balloon had been recovered from the patient. The perceived root cause of the balloon burst is calcium. There was a calcium nodule in the left coronary cusp area.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10 related report number. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and it was observed that calcification was present at the landing zone and right carotid access showed no abnormal tortuosity. Imagery of the delivery system post-procedure was provided, and the following was noted: inflation balloon was umbrellaed over the nose tip and caught at the non-edwards sheath distal tip. Part of the inflation balloon was separated due to back table manipulation. Spring coil appeared stretched and the distal tip of balloon wings were flared outward. The flex shaft appeared cut, which aligns with the reported event. The catheter was cut during the procedure to enable exchange to a non-ew sheath after withdrawal difficulty was encountered with the edwards sheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed based on provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event, as the perceived root cause of the balloon burst was calcium, and imaging review confirmed the presence of calcium in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.